Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital due to high blood glucose. Customer¿s blood glucose was 291 mg/dl. The customer decline troubleshooting for high blood glucose. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The product will not return for the analysis.